Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that the ventilator failed during use.

Manufacturer narrative:
The investigation was carried out based on the available information and the analysis of the provided logfile. The log entries indicate that the vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. The software monitors several parameters that are relevant for a safe automatic ventilation, amongst others the membrane pressure (internal diaphragm vacuum). The fabius reacted as specified for this situation - stopped the automatic ventilation and posted a corresponding ventilator fail alarm. In this case, fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag each fabius is equipped with. There are several plausible root causes for such an issue with the vacuum pressure. As during on-site checking in follow-up to the event the service technician found the peep/apl tubing to be jammed/kinked, it can be assumed that this was the root cause for the low vacuum and in consequence for the ventilator failure. After repair/replacement and recalibration, the device was tested and confirmed to be operating per manufacturer's specifications and was returned back to use without further problems reported. Dräger finally concludes that the fabius in question behaved as specified upon the detected deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during use.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report. H3 other text : on-going.

Event description:
It was reported that the ventilator failed during use.